Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker had experienced erosion. Reportedly, the patient had a hole on the chest and was unable to come to the hospital as the patient had covid. There were no adverse patient effects reported. At the moment, the device remains in service.